Event description:
Half of it broke off inside me and it is still there- vagina [foreign body in reproductive tract]. Half of it broke off inside me- tampon [device breakage] . Pulling out a tampon yesterday and half of it broke off inside me [complication of device removal] . Case narrative: consumer reported via phone that the tampon broke off inside her during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.